Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported flows were less than adequate for the entire case with suction alarms above pressure levels p5/p6. The patient was escalated to an impella 5.5 for further support. It was noted on the outcome of procedure that the patient expired while on impella 5.5 support. Medical safety review of the event noted use of the impella cp device cannot conclusively be associated with the outcome (patient's demise).